Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states when she tries to prime, she receives a large dose of insulin instead of small dosages. While troubleshooting, the customer was attempting to fill a new reservoir, the call was dropped. No further information provided.